Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited scope communication error b30 and displayed no image due to severe rust and corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: rust and corrosion leading to component failure. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.